Event description:
It was reported that the customer was transported to the emergency room, and was subsequently hospitalized. Reportedly, the customer "couldn't breathe;" however, it was not provided if the hospitalization was related to diabetes, the pump, or supplies. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.